Manufacturer narrative:
The instrument will not be returned for evaluation, as customer indicated that they do not have the instrument. The root cause of the customer reported failure mode cannot been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument stopped cauterizing immediately after initial use in procedure.

Event description:
Intuitive surgical inc. Received medwatch report (B)(4) on 05/12/2015 regarding the endowrist one vessel sealer instrument. It was reported that the vessel sealer stopped cauterizing immediately after initial use in procedure. Instrument was replaced with a new vessel sealer. Defective instrument taken to sterile supply for cleaning in preparation for return to intuitive. Intuitive surgical, inc. (Isi) contacted risk manager via phone and email to obtain additional information. On 05/15/2015, customer replied back indicating that they do not have the instrument. On 06/02/2015, contacted risk manager via phone to obtain additional information and she indicated that she did forward my email to the or director. She does not have any further information and believes that it has been so long that they will not able to provide any further information.